Event description:
It was reported that the insulin pump had physical damage to it, including a crack on the battery or reservoir compartment. The blood glucose reading was unavailable. Device returned for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube lip, and reservoir tube, as well as scratched lcd window and broken belt clip slot.